Event description:
It was reported that an infection occurred and vegetation was noted on the leads. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 419388 lead implanted: 2009 (B)(6); 5076-52 lead implanted: 2007 (B)(6). (B)(6).